Manufacturer narrative:
H10: this supplemental MDR is being submitted to report this file was a duplicate record and was opened in error. The event details are being captured under complaint file # 2284067 and was reported to the FDA under mfg. Rpt. 9616666-2021-00012. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that during a procedure, the device allegedly failed to cut. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway.(expiry date: 03/2021).

Event description:
It was reported that during a procedure, the device allegedly failed to cut. There was no reported patient injury.